Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had noise during isometrics. Oversensing and pacing inhibition was noted. In addition, this ra lead exhibited high pacing thresholds. This ra lead was abandoned surgically. No additional adverse patient effects were reported.